Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional was performing a rotator cuff repair and they were halfway done inserting the anchor when one of the threads broke off. Healthcare professional then back it out and used a backup device to complete the procedure. The healthcare professional is confident that none of the broken anchor was left in the patient. There were no reported patient injuries. No other complications were noted.